Event description:
Pt was allegedly injured after ventral hernia repair with kugel hernia patch placement.

Manufacturer narrative:
The subject product has not been returned to us for evaluation. Therefore, no conclusion can be drawn.